Event description:
It was reported that the device had an alarm when batteries were out, error 45639, 4000, and motor was too high 4. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, was able to confirm customer complaint error code: 45639, 4000, motor was too high 4". When powering on the device the error code 45639 appears. Possible cause is defective printed wire assembly (pwa). Upon further inspection. Upon further inspection, corrosion/liquid damage was found on the lath/lock flex circuit port located on the pwa board. Replaced pwa board. Unable to pull motor odometer due to device error code. Replaced motor. Upstream occlusion sensor (uso) seal is lifting. Replaced uso seal. Updated software. After repairs, performed performance verification tests (pvt) testing. Unit passed all test criteria.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.